Event description:
It was reported the cable was used on the patient, however, the cable had a "sticky" button when tested before hooking up to the lead. The cable was returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The case has been taken apart; there are no buttons or screws, just case halves and cable with case connections. Connections in the case are rusted. The full length of the cable is twisted. The black connection end looks fine. It is noted that the damage is due to disassembly by a non medtronic person.